Event description:
It was reported that the support arm holding the patient tubes broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No part was returned for investigation. The evaluation of the provided pictures shows that the support arm broke at the joint nearest to the bracket. The support arm is a casting, and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. Previous investigations led to a redesign and a change of the manufacturing process in order to obtain a higher mechanical strength of the support arm. This change was implemented in production during september 2009. The reported support arm was manufactured before the implementation of this change.